Event description:
Initial complaint in 2002 forwarded to the medical group in canada in 4/2002. Meter set to mg/dl and interpreted as mmol/l. Information by both patient and spouse. Patient began using the fasttake a few months ago. Pt experienced elevated results on the meter but did not question them. Pt relies on a meter's results because he has hypoglycemic unawareness and the signs and symptoms of hyperglycemia are not present either. Has poor eyesight and did not notice the missing decimal point in the results. Around 2002 (he is unsure of exact date), pt increased their bedtime humulin n based on the meter's allegedly elevated result. During pt sleep he experienced a "bad reaction". Because be went into a coma pt does not recall the symptoms. The spouse administered glucagon "because pt was far into it". They live 130 miles from the closest city. Pt did not call the doctor because pt "knows how to take care [of reactions]". A few days later, during the day, pt experienced the same scenario. He stopped using the meter and called customer service. When it was found the meter was in mg/dl and then changed to mmol with the help of the representative, pt regained confidence in the product. Fourteen results, usually before breakfast, morning, supper, after supper, bed time, between 3/2002 through 3/02 were read from the log book to the medical specialist. Although each contained a decimal point (e.g. 19.7), the results were actually mg/dl. Hence, the readings ranged from a low of 32 to a high of 197 mg/dl. In 3/02 before bed "19.7" (197 mg/dl = 10.9 mmol/l). R5 and n17 taken. On the next day at 6a.m blood glucose "3.2" (32). Pt is unsure if this was after or before 1 gram of glucagon. Other examples: 12 u r taken at supper two days ago for a result of "9.5" (95 pt 5.27 mmol). No hypoglycemia noted. No other information obtained. Pt and spouse were leaving to be with pt's father who was ill. No information available.